Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving clonidine (500.0 mcg/ml at 233.39 mcg/day), compounded baclofen (1500.0 mcg/ml at 700.2 mcg/day) and bupivacaine (18.0 mg/ml at 8.402 mg/day) via an implanted pump. The indication for use was intractable spasticity and complex reg pain syndrome. It was reported the patient felt the pump flip, on (B)(6) 2017, and examination confirmed the pump was inverted. The patient was instructed to wear abdominal binder and there was a plan to revise the pocket. On (B)(6) 2017, the pump pocket was revised and the pocket was extended inferiorly and the pump was re-secured in the pocket. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was (B)(6) pounds. The cause of the pump inversion was not determined. No further complications were reported.